Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient demographic requested however not provided by the customer . Initials provided (B)(6). Unknown if patient or staff initials on a paragraph copy from incident report

Event description:
The customer reported that taxol was infusing at an unspecified rate via peripheral IV, after 5 mins into the infusion, the patient stated that her arm was cold. Upon closer assessment by the rn, the user noted that the taxol leaked onto the patients shirt. The infusion was stopped, patient was encouraged to change the shirt however felt it unnecessary due to a small amount of fluid was noted. A towel was placed by the rn under the patient shirt to absorb the fluid. The patient denied any pain or further issues due to the leak. The tubing was changed in pharmacy and the taxol infusion was restarted without difficulty.

Event description:
The leak was noted at the tubing above the non bd connector (on guard).it was reported that the exact location of the leak is unknown however the leak was not at the filter. The customer confirmed that there was no report of patient harm.

Manufacturer narrative:
Correction: device expiration date & device manufacture date.

Event description:
The customer reported that taxol was infusing at an unspecified rate via peripheral IV, after 5 mins into the infusion, the patient stated that her arm was cold. Upon closer assessment by the rn, the user noted that the taxol leaked onto the patients shirt. The leak was noted at the tubing above the non bd connector (onguard).it was reported that the exact location of the leak is unknown however the leak was not at the filter. The infusion was stopped, patient was encouraged to change the shirt however felt it unnecessary due to a small amount of fluid was noted. A towel was placed by the rn under the patient shirt to absorb the fluid. The patient denied any pain or further issues due to the leak. The tubing was changed in pharmacy and the taxol infusion was restarted without difficulty. The customer confirmed that there was no report of patient harm.